Event description:
According to the reporter, during a laparoscopic esophagus resection, the yellow protecting piece broke off and fall into the patient's cavity. It was retrieved from the belly by hand. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two shipping wedge of a device. Visual inspection of the returned product noted damage on both shipping wedge slots that seat within the channel. Functional testing couldn't be done because the actual device wasn't returned. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.